Event description:
The customer reported a malfunction on the pump and received a malfunction code identified as malf 3. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.